Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported that no drops were visible exiting the tubing after disconnecting at the site. The customer's blood glucose level ranged from 250 to 320 mg/dl. The customer changed the infusion sets and cartridges as well as delivered correction boluses and administered manual injections. Reportedly, the customer changed the site to resolve one of the alarms, however no issues were noted with the site upon removal. Reportedly, the customer has manual injections available as alternate insulin therapy.